Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator is showing technical failure 401- "inspiration valve or device leaky" alarm. At this time, there was no information of patient involvement reported with this event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, log analysis tool and screen shot of service screen were utilized. O2 path self test is failing due to leaking o2 safety valve. Therefore, the root cause was determined to be due to a leaking o2 safety valve.